Event description:
It was reported, the ipg showed a 'low ipg' message and stimulation would not start during a lead replacement surgery. Also, the pt turned off the stimulation two months ago. The physician decided to replace the ipg as a precaution. Post-operative programming provided effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.